Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red bruise/sores on the side of the chest due to the garment digging into the patient¿s body. There are also wounds under the chest that are painful and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s wound nurse applied a topical solution for the skin irritation. Follow up indicated that the skin irritation improved.